Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was inaccurate after loading a new cartridge. Additionally, it was reported that the pump battery charged slower than expected. There was no reported adverse impact to the customer's blood glucose (bg) level. The customer declined to provide further information regarding the issues and declined to troubleshoot the issues with tandem technical support. No additional information provided.